Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the digital pcb assembly caused the device not to power on. Physio-control further evaluated the digital pcb assembly and determined that the cause of the reported issue was due to process residue between sections of a resistor, designator r35, on the digital pcb assembly. This process residue caused an electrical short and excessive off current and kept the device from powering on. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device could not be powered on. There was no patient use associated with the reported event.